Manufacturer narrative:
The pod in use was returned for evaluation. The device received had the cannula assembly fully deployed. The exposed portion of the soft cannula had a hole below the distal tip. Due to the damage sustained by the cannula, the cause of the patient's high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 13.8 mmol/l (249 mg/dl) while wearing the pod for more than 48 hours on the arm. To treat the patient's elevated bg levels, a new pod was applied and correction boluses were delivered.